Event description:
It was reported to philips that the table has restarted while patients are on the table. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
The customer was provided with a quotation for a control module and a footswitch. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).